Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and two batteries were not returned for evaluation. Review of the controller log files revealed a controller power-up with associated pump start event logged on (B)(6) 2021 at 17:29:41. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 98% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 8 seconds. A loss of power to the controller will result in a continuous audible no power alarm. As a result, the reported controller power up alarm event was confirmed, however, the reported batteries not being recognized by the controller event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported batteries not recognized by the controller can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries ((B)(6)) were returned for evaluation. One (1) controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that both devices passed visual inspection and functional testing; the batteries were able to be recognized by a test controller and provide power with no anomalies observed. Review of the controller log files revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 17:29:41. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for eight (8) seconds. A loss of power to the controller will result in a continuous audible no power alarm. As a result, the reported controller power up alarm event was confirmed; however, the reported batteries not being recognized by the controller event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 26-aug-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. D4: serial or lot#: (B)(6). D9: yes, return date: 26-aug-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial or lot#: (B)(4), UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 20-jan-2020. Labeled for single use: no (B)(4). Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 20-jan-2020 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller power up alarm occurred when both batteries were connected to the controller and the controller was unable to recognize the batteries. The controller was able to recognize other batteries. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event.